Event description:
It was reported that, during an elective upgrade to a bi ventricular defibrillator, the right atrial (ra) lead exhibited poor sensing and no capture. The ra lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Blood/body fluid was observed on the proximal conductor. The outer insulation was kinked/buckled, melted and had a cosmetic depression. Apparent explant damage was noted. No anomalies were found.